Manufacturer narrative:
H10. H3, h6: the device reported, used in treatment, was not returned for evaluation. The relationship between the products and reported incident cannot be established. Lot history review for the last 3 years shows 0 (zero) complaint associated to lot number and relevant to the complaint. A DHR/batch record review for lot finding no discrepancies from released and operating procedures nor conditions that could contribute to the event. Without the reported product a fully visual and functional evaluation cannot be performed and customer¿s complaint cannot be confirmed. An exact root cause cannot be determined without evaluation of the device; however, factors unrelated to the manufacture or design of the device that could have contributed to the reported event include: (1) drilled bone hole size (2) misalignment of inserter (3) excessive force. No containment or corrective actions are recommended at this time. There were no indications during manufacturing record review that would suggest that the device did not meet product specifications upon release into distribution.

Event description:
It was reported that during a slap procedure, it was difficult to rotate knob to deploy the anchor. Another bone hole was drilled and the procedure was successfully completed without any significant delay using a back-up device. No patient injury or other complications were reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.